Event description:
It was reported that upon interrogation, the right ventricular (rv) lead showed an rv polarity switch and high rv thresholds two months prior. The pace and sense polarities were now unipolar. For troubleshooting purposes, the rv pace and sense polarities were changed to bipolar at which point both rv thresholds and rv impedance were noted as high. A possible lead fracture was suspected. The rv pace and sense polarities were changed back to unipolar and the patient continues to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).